Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call to have experienced fluctuating high and low readings. The customer stated that right before training, blood glucose was 35 mg/dl before lunch. The customer's current blood glucose is 268 mg/dl. The customer treated with food for low and insulin for high. The customer declined to troubleshoot for high and low readings.